Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that the bd luer-lok¿ 3 ml syringe was damaged and leaked. The following information was provided by the initial reporter: during an administration with a bd plastipak syringe with luer lok attachment 3 ml syringe (reference (B)(4) lot:0010043 ) solution leaked out of the syringe at a crack on the side. When the solution was drawn into the syringe, it was apparently fine. It was not until an attempt was made to administer it that the defect in the syringe became apparent.

Event description:
It was reported that the bd luer-lok¿ 3 ml syringe was damaged and leaked. The following information was provided by the initial reporter: during an administration with a bd plastipak syringe with luer lok attachment 3 ml syringe (reference 309658 lot:0010043 ) solution leaked out of the syringe at a crack on the side. When the solution was drawn into the syringe, it was apparently fine. It was not until an attempt was made to administer it that the defect in the syringe became apparent.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 10-jan-2023. H6: investigation summary: it was reported solution leaked out of the syringe at a crack on the side of the barrel. To aid in the investigation, one hundred twelve samples in sealed packaging blisters and three photos of 3ml eurographic syringes, batch 0010043, were received for evaluation by our quality team. Two of the syringes have minor damage not affecting function to the plunger rod where the stopper attaches. The reported defect was not observed in any of the one hundred twelve syringes received. All three photos from various close-up ranges show the same two syringes with one of the syringes having a crack extending down the barrel from the 0.2ml graduation line to the 2.2ml graduation line. The conditions observed are non-conforming per product specification and associated with the assembly process. A device history record review was completed for provided material number 309658, lot 0010043. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0010043 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.